Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device is not field serviceable and no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was connected to a patient when they observed a wrench icon on the device's readiness indicator and the device appeared to lock up. The patient was playing basketball and tripped and hit his head on the floor. The patient was knocked out with very slow breathing and snoring respirations. The patient was unconscious for 7 minutes. The device was placed on him as a precaution and to analyze his rhythm. No shock was delivered and no CPR was performed. The patient was transferred to the hospital and diagnosed with a concussion. There were no adverse effects to the patient as a result of the reported issue.